Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient experienced headaches with device use and has become a non-user of the device. There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2013; the patient does not intend to be reimplanted with a new device as of the date of this report, (B)(4).